Event description:
It was reported the programmer screen became unresponsive. Prior to becoming unresponsive, the programmer screen / pen required reca libration each day. The programmer is expected to be returned for service. There was no patient involvement indicated.